Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, technical support specialist (tss) checked the medication application log. Further, the customer informed that the station was rebooted which resolved the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identifier was not working and requesting customer to type in their login credentials. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.